Event description:
The complainant reported that the patient on impella 5.5 support developed bleeding at the impella site with hematoma. The patient complained of pain at site. Heparin was held. Computed tomography scan revealed 2 cm enhancing lesion. Labs are stable. Bleeding was monitored and now stable. The patient remains on impella support.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined.